Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the 'insertion axis not free to move' message was visible on the vision side cart (vsc) and the led on the universal surgical manipulator (usm) 2 was flashing amber during a clinical procedure. Initially, the staff replaced the drape, but this did not change the fault condition. The troubleshooting began with guidance to ensure the drape was not caught or under tension, which was confirmed by the caller, yet the issue persisted. A video call was then used for further troubleshooting at a clinically convenient time, where guidance was given to undock the affected usm, ensure instruments were not grasping tissue, and retract instruments from other arms while keeping them attached for a patient side cart (psc) emergency power off (epo). There was no change in the fault condition. Subsequently, the drape was completely removed, and the carriage was manipulated along the usm axis, stopping approximately 2 inches from the top of the rail each time. No mechanical blockages were visible upon inspection. It was explained that all remote troubleshooting options were exhausted, and escalation to an isi field service engineer was necessary for resolution. The possibility of completing the procedure with a 3-arm configuration was considered, and the surgeon attempted to proceed in this manner. Error 31010 was visible on system logs for the affected arm, impacting the ability to perform procedures effectively. The procedure was completed with no reported injury. Isi contacted the initial reporter and obtained the following information: the procedure was completed with the 3-arm configuration; however, it needed a lot of time and discussion/support/advice from another consultant colleague.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. The universal surgical manipulator (usm) was analyzed and upon visual inspection, rust was found on the center presence pins that could be related to the reported event. The unit was installed onto a known good system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the center presence pins were inspected, and no faults could be identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was confirmed via system logs but was not replicated during testing. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics finding rust in the center presence pins, this condition could be considered a contributor to the reported event; however, the primary cause was not determine given that the issue was not able to be related to the reported event via replication of the error.